Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -7.0/2.5/068 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022 . The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022 . This resolved the problem. Cause of the event is reported as unknown.